Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms (low drain volume alarm, low ultra filtration, system error 2084 and check patient line alarm), but as the reported event was an unspecified issue, the problem could not be verified through the review of the event history log. The event history log also noted that the last therapy was on (B)(6) 2014 which is several months prior to the occurrence date of the event and since that time, the device did not register anything else. No abnormalities were identified during visual inspection. The device underwent functional and electrical testing without any issues being found. A simulated therapy was also performed with no defects and malfunctions found. The reported event could not be verified through the sample evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be verified during sample analysis. The device met product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown malfunction. The device was swapped for this issue. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.